Event description:
The customer's parent called and reported she saw the customer's blood glucose go from 400 to 600 mg/dl and down to the 60 to 69 mg/dl range, and then a button error occurred. No significant events leading to the alarm were recalled. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to light moisture damage to keypad traces. No button error alarms were noted. The device was received with minor scratches on lcd window.